Event description:
It was reported that an ilet pump became unresponsive to wake and charging attempts, with a non-functioning display and sleep/wake button, and a video was provided to support the report; blood glucose at the time was 172 mg/dl and the user continued cgm use. Symptoms included no alerts or alarms and no adverse clinical effects. Outcomes included device replacement and instructions for data sync, shutdown, and return. Investigation included customer interview, review of user-provided video, and assessment of the reported device behavior. Investigation of this device did not reveal a failure of the user interface/display and the sleep/wake control consistent with a hardware malfunction of the pump enclosure or related electronics. It was concluded, based on previously established findings for similar reports, that the cause was not an electrical or mechanical failure of the device that could be replicated remotely.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."